Event description:
The core micro drill was sent in for eval because it continued to run even when it was on safe mode during a procedure. An alternate device was readily available and it was used to complete the procedure without any delay. No adverse event was associated with the device.

Manufacturer narrative:
The electric motor cartridge was damaged and would explain the running on its own. The motor cartridge controls the power given to the rest of the device. As the component falls, false signals are generated and carried out through the apparatus.